Event description:
It was reported that a second right hip revision surgery was performed due to pain. Prior procedure captured in MDR 3005975929-2018-00117. Original resurfacing femoral head removed, along with liner, sleeve and screws implanted during prior revision. Femoral stem remained implanted.

Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to pain. This patient had previously undergone an initial revision (reviewed under c-0186867), where the bhr cup was removed and the bhr head remained implanted whilst an r3 shell, r3 cocr liner and 2 x sphere headed screws were implanted. During this second revision, the r3 shell remained implanted and the original bhr head (implanted 8/18/2008), both sphere headed screws and r3 cocr liner were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implantation report, the femoral component was secure and left in-vivo from previous implantation. The new implanted r3 cup did not have complete coverage due to dysplastic acetabulum. According to the provided revision report, the patient had pain. During the revision a modest adverse reaction to metal wear debris was found, the cup was noted to be well fixed and positioned. The provided laboratory report confirms the reported blood cobalt ions. Based on the provided information, a root cause for the implant failure could not be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [186868 summary.pdf]